Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that patient was attempting suicide on (B)(6) 2015. Patient reported taking multiple doses of insulin. Patient reported that his second dose was 100 units. Local fire department was alerted and an ambulance was dispatched. Patient terminated call. No additional event or patient information is available.